Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Visual inspection noted that the anchor and the eyelet were not returned for investigation. No, visual issues were observed with the driver and suture returned of the suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. No problem found.

Event description:
It was reported that during an arthroscopy surgery the implant did not anchor. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.